Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in a peritoneal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. It was reported the patient was treated with pd "solution to irrigate the abdominal cavity" (no further details). At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.